Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported device powered off without user input which was confirmed through the event history log via the presence of multiple on/offs occuring in groups. During evaluation, the supplied power cord was determined to be the cause. The power cord found to have arc mark on one of the spades. This indicates a possible external shorting of the supply which could have caused an intermittent failure. The power cord has been replaced.

Event description:
It was reported that a spectrum pump powered off without user input. It was also reported there was no patient involvement.